Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed functional testing for battery removal time, the supercaps were defective. It was also noted that the lower case was broken and the lower part of the display had little contrast and the display was defective. (B)(4)

Event description:
It was reported that the battery falls out of the external pulse generator (epg) and the bottom screen is no longer readable. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.